Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed a "defib fault 108" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's high voltage module board was removed and returned. The malfunction was duplicated and attributed to a damaged etch on the high voltage module board. A replacement high voltage module was sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and the high voltage module was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.